Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the set up joint (suj). The system was tested and verified as ready for use. Isi has received the suj, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the set up joint (suj) needs to be replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no patient injury was reported. The technical support engineer (tse) was not contacted as it was not necessary as a mechanical failure in the suj that had already been observed by the distributor's technical team. The surgeon did not use arm 3 during the procedure. The arm did not need to be deactivated as there was no error on screen to deactivate the arm. The procedure was completed with 3 arms due to mechanical failure in the movement and positioning of the suj. The customer opened the call related to the suj joint in arm 3 on (B)(6) 2024 but did not specify details of the specific procedure in which the mechanical failure was identified. It was not known if ports were placed, as the problem was mechanical and did not present an error to the user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced set up joint (suj) to perform failure analysis testing. Inspection found that the wrist stop block was broken and the unit had restricted movement at axis 5. The axis 5 brake clamp, axis 5 stop block wrist and axis 5 rubber bumpers were found to be faulty.